Event description:
Had et implant on (B)(6) 2024 with dr. (B)(6). Dr. Retired day after implant. She has bladder interstim. She turned on after et placement she had "shocking" at stomach. She turned interstim off and it went away. She then turned back on and turned interstim settings down--has not had shocking since. She will need to turn up so she's able to empty her bladder. 9/5/24: spoke to patient again. Was able to get her an appt with et gi, (B)(6). Appt is (B)(6) 2024. Offered to transfer her to tech services to speak to rep. She states no more shocking since initial turning on of interstim and will wait to discuss further with (B)(6) at her appt. Reduced settings eliminated shocking sensations; may be interference with another device (to be followed up on with provider). No further action will be taken at this time,